Manufacturer narrative:
This report is being supplemented to provide results of additional microbial testing and evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was returned and evaluated by olympus. Evaluation found there was foreign material between the scope cover and distal end. The type of material was unknown; however, it resembled remains from previous procedures. Also, evaluation found the suction cylinder was discolored, the bending angle in the right direction did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was cracked, the stopper was replaced as part of preventative maintenance, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation: event 1: positive in culture test - based on the results of the investigation, a root cause could not be determined. Event 2: residue at biopsy channel opening - consideration on the foreign material although the foreign material was confirmed the material could not be identified. - consideration on cause of the event based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Precleaning was completed immediately after the procedure. During precleaning, water was aspirated through the instrument/suction channel with a suction pump until the aspirated liquid became clear. The air/water channel was flushed with air/water and the auxiliary water channel was flushed with water. All manual reprocessing accessories were without defect and manual cleaning was started within 60 minutes after precleaning. The scope was leak tested and performed according to the IFU. The detergent used for manual cleaning was mediclean forte manufactured by dr wiegert. The instrument/suction channel, suction cylinder, and instrument channel port were brushed and the air/water channel, instrument/suction channel, and auxiliary channel was flushed according to the IFU. Detergent was aspirated through the instrument/suction channel and a brush was inserted into the suction cylinder from the instrument channel. Manual disinfection was not done. The automatic endoscope reprocessor used was rapid aer manufactured by cantel. Rapicide 1 was used as the detergent and rapicide 2 and pa was used as the disinfectant. Both were manufactured by cantel. The endoscope was stored in a drying cabinet and all removal parts were removed. The endoscope was not sterilized and olympus was not used for maintenance and repairs. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.